Event description:
It was reported that the patient developed infections at the upper implantable pulse generator (ipg) site and behind the ear at the lead extension site. The implant site was swollen, leaking puss and red. The patient was prescribed antibiotics when the infections were diagnosed. It is unknown if the infections are device or procedure related. Unfortunately, the antibiotics did not work and the patient developed erosion at the lead extension site behind the ear and the device was now visible. Cultures were taken but the results are unknown. The patient underwent an explant procedure of the entire system. The devices are not available for return, as they were disposed of by the facility. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 7090840 and 7090899. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(4); batch: 7098813 and 7098955. Product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; serial: n/a; batch: 29162630.

Event description:
It was reported that the patient developed infections at the upper implantable pulse generator (ipg) site and behind the ear at the lead extension site. The implant site was swollen, leaking puss and red. The patient was prescribed antibiotics when the infections were diagnosed. It is unknown if the ionfections are device or procedure related. Unfortunately, the antibiotics did not work and the patient developed erosion at the lead extension site behind the ear and the device was now visible. Cultures were taken but the results are unknown. The patient underwent an explant procedure of the entire system. The devices are not available for return, as they were disposed of by the facility. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7090840 and 7090899. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7098813 and 7098955. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 29162630. Db-2202-45;(B)(6): visual inspection revealed that the lead was cleanly cut into two pieces approximately 31 cm from the proximal end of the lead and the distal portion of the lead was not returned. A labeling review was performed on the devics instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.